Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any reported patient or user harm? No. Was there a significant delay? No. Sister has clarified that there¿s no collection for this pc because the nurses also threw away the sutures, since it is a contact precaution case (biohazardous). A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2026 and barbed suture was used. The doctor was suturing the uterus during a c-section and two strands of barbed suture broke. No adverse patient consequences were reported. Additional information was requested.